Event description:
As reported by the user facility: user infusion: reports that pump was set to deliver 500ml over 3 hours. Pump notified completion of infusion, however there was solution left in bag. Infusion took a total of 5 hours. No pt injury. Please refer MFR report # 9610825-2013-00176.